Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alarm when an occlusion was present. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.